Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was stuck during delivery into the patient's eye. The surgery was completed after replacing with a new iol.

Manufacturer narrative:
Product evaluation: the device and the lens were returned separated. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted. The nozzle tip has an aneurysm on the left side. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned wrapped in gauze. The lens was cleaned with lphse to remove from the gauze. The optic is scratched on the anterior surface. Viscoelastic was not provided. It is unknown if the qualified product was used. The lens was returned outside of the device. The reported lens stuck could not be verified. The root cause cannot be determined. The nozzle tip has an aneurysm. It is atypical to see tip damage. This damage would indicate the lens/plunger were not in acceptable positions for advancement. The lens had damage that may indicate a plunger override. The directions for use (dfu) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger override may occur: due to rapid advancement faster than the dfu recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).